Event description:
It was alleged that the cutter flaked into the patient's knee. It was reported that the flakes were irrigated out. It was reported by source that in her opinion if this were to reoccur that it may be likely to contribute to an injury.